Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that a flipped pump was suspected. The healthcare provider (hcp) was unable to access the center port for a refill on the report date. The device system was used to deliver dilaudid and marcaine.